Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the wireless foot switch wfs) did not work. The fse found a compatibility issue with the wfs. The fse replaced the wireless base station. After the replacement of the wireless base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the medical device correction z-0648-2022, but it is related to a compatibility issue with the wfs. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch had a connection problem. The device was outside of clinical use at the time of the reported event. No user or patient harm has been reported. Philips has started an investigation of this complaint.